Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump battery took "longer to charge." In addition, it was reported that the insulin gauge was inaccurate. There was no reported impact to the customer's blood glucose level. The customer declined to troubleshoot with tandem technical support.